Event description:
It was reported that during reprocessing, the little nipple fell off of the subject flex video scope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report was sent in error. The customer reported event "the little nipple fell off" does not refer to damage of the distal end, but rather damage to the control body. This malfunction would not cause or contribute to a death or a serious injury if it were to recur.